Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: december 17, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking mechanism for the insertion handle and the aiming arm was jamming. This was discovered preoperatively; there was no patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was performed. The investigation of the returned aiming arm has shown that the locking mechanism is jamming as complaint. After visual inspection of the locking device it was detected, that the spring mechanism is bent. This was the reason that the locking mechanism was jamming. After oiling and bend back the spring mechanism the instrument was working as it should. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The reason which has led to the damage of the spring mechanism could not be evaluated. Part # 03.010.405, lot # 9664219: the visual inspection of the returned insertion handle has shown no damages. There are some small scratches at the tip of the instrument visible. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The reason which has led to the damage of the spring mechanism could not be evaluated. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.